Event description:
During service the field service engineer customer reported intermittent problems with start-up. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement.

Manufacturer narrative:
The failure of c56 prevented the power supply from operating on ac power. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the failure of c56 prevented the power supply from operating on ac power.